Event description:
It was reported that during the internal iliac artery embolization procedure, the subject coil was found to be broken upon its retrieval. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated d9 product available to stryker ¿ updated d9 returned to manufacturer on ¿updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the coil delivery wire was found to be kinked/bent. The main coil wire was found to be kinked/bent. The main coil was found to be detached/separated from the delivery wire. Functional test was not conducted. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was not confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that the coil was broken/fractured during the procedure. Additional information provided by the customer indicated that the device was prepared for use as per the dfu. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/ prior to use on the patient. There was no resistance when taken out of dispenser hoop/protective tube. There was no friction while the coil was advancing the introducer sheath. While advancing the coil the operator proceeded slowly and carefully without excessive force. During analysis, the coil delivery wire and main coil was found to be kinked/bent. The main coil broken/fractured during use was not confirmed during device inspection. However, it was confirmed that the coil was separated from the delivery wire, most likely due to physical separation at the detachment zone. An assignable cause of not confirmed will be assigned to as reported event: ¿main coil broken/fractured during use¿. An assignable cause of procedural factors will be assigned to the analyzed events: ¿main coil kinked/bent¿ and ¿main coil prematurely detached/separated during use¿ complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of handling damage will be assigned to as analyzed event: ¿coil delivery wire kinked/bent¿ this complaint appears to be associated with handling of the product or portion of the product during the procedure.

Event description:
It was reported that during the internal iliac artery embolization procedure, the subject coil was found to be broken upon its retrieval. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.